Event description:
Patient reportedly obtained a result of 4.7 inr on the coaguchek and 3.3 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed at medical facility. Coaguchek test system: meter strip lot 451a, 5/31/2008.

Manufacturer narrative:
Suspect device is coaguchek strip lot 451a, exp 5/31/2008, cat/3116247.